Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 09/29/2016. Date of follow-up report: 10/14/2016. Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the surgeon was performing removal of lap band while using the lap diathermy and the buttons kept sticking. No patient injury was reported. A new device was opened and used without incident.